Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure with two bifurcated devices and a suprarenal aortic extension. Following the implant procedure the physician identified a dissection and stenosis of the left common femoral artery (lcfa) which needed surgical repair. The intimal flap was observed covering the superficial femoral artery (sfa) as well as the profunda causing the stenosis. The physician completed an endarterectomy with cormatrix patch closure to resolve the issue. The patient is reported as well following the procedure.

Manufacturer narrative:
At the completion of the investigation, based on the information received the following were confirmed; dissection (windsocked intima--superficial femoral artery), stenosis, and endarterectomy with patch. Additionally there was evidence to reasonably support the following observations; non-endologix iliac stent, endoleak type iiib, acute blood loss, and ischemia. Clinical found evidence to reasonably suggest the following contributing factors to the reported event; delivery system into moderate/severe calcified vessel, intimal flap covered ostium, stenosis repair of itimal flap, and the additional surgical procedure. The clinical assessment findings within this investigation were a reflection of the evaluation performed by clinical department. The review of manufacturing lot confirmed all devices met specifications prior to release. Device was not returned, therefore, sample evaluation was not completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.